Manufacturer narrative:
Device is a combination product. Synergy, ous, mr 2.25x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first distal strut was damaged and some struts on the proximal stent end were also damaged: struts appeared misaligned. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The undamaged mid stent outer diameter was measured and was within the maximum crimped stent specification. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 189mm from the distal end of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted on the device during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4)2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 2.25 x 38mm synergy¿ stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.